Event description:
In 2001 an employee was stuck by a syringe while disposing of the syringe. The syringe was put in the counterbalance. The user manually pushed the counterbalance up. They did not hear the syringe drop. They then pulled the counterbalance down. Upon doing so the syringe came out and stuck the user between the right thumb and index finger. Nothing was seen that would stop the syringe from falling into the container. Container was not full (was removed). Customer could not duplicate.